Event description:
A patient was implanted with zero-p system on (B)(6) 2010 at c5-c6. The patient was diagnosed with a non-union and adjacent level disease at c6-c7. The patient was returned to the operating room on (B)(6) 2012 for removal of hardware and revision to acdf with competitive product at c5-c6, c6-c7. All removed hardware was intact. This report is #2 of 5 for the same event.

Event description:
A pt was implanted with zero-p system on (B)(6) 2012 at c5-c6. The pt was diagnosed with a non-union and adjacent level disease at c6-c7. The pt was returned to the operating room on (B)(6) 2012 for removal of hardware and revision to acdf with competitive product at c5-c6, c6-c7. All removed hardware was intact. This report is #2 of 5 for the same event.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.

Manufacturer narrative:
Device used for treatment not diagnosis. The investigation could not be completed; no conclusion could be drawn, as no product was received. The manufacturing documents were reviewed and no complaint related issues were found. Corrected implant date to (B)(6) 2010.